Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
It is hard to connect an access tip with the safety valve on catheter. Valve had to be changed. Implantation date was (B)(6) 2014, 2 drainages per day. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Based on provided product evaluation, the failure mode reported in the complaint report was confirmed. DHR review was not performed since lot number was not provided by customer. Based on the complaint investigation, a probable root cause could not be identified by the (B)(4) facility. Both the valve assembly and the access dilator components are supplied by an external vendor (valve assembly = (B)(4) / access dilator = (B)(4)). Both vendors will be notified of this complaint failure and required to provide feedback regarding any potential root cause and potential corrective/preventive actions, as applicable. A probable root cause could not be identified for the complaint failure mode. A supplier corrective action request (scar) will be issued to the external vendor for both the valve assembly ((B)(4)) and the access dilator (B)(4) regarding this failure mode.